Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc kit including one spring wire guide (swg) in its advancer for evaluation. Signs of use were observed on the guide wire. Visual inspection revealed that there were no kinks on the guide wire. The distal j-bend was not misshapen and was intact. Microscopic examination confirmed the distal and proximal welds were secure and intact. The guide wire total length measured 603mm, which is within the specification limits of 596-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.791mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The guide wire was inserted through a lab inventory arrow raulerson syringe (ars)/18ga introducer needle assembly. The guide wire was able to pass as expected with little to no difficulty. Performed per IFU statement , "raise thumb and pull arrow advancer approximately 4 - 8 cm away from arrow raulerson syringe or introducer needle. Lower thumb onto arrow advancer and while maintaining a firm grip on guidewire, push assembly into syringe barrel to further advance guidewire. Continue until guidewire reaches desired depth." A manual tug test confirmed the distal and proximal welds were intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of swg kinked was not able to be confirmed through analysis of the returned sample. There were no kinks or other signs of damage observed on the guide wire. The guide wire met all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on these circumstances, no problem was found on the sample. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the spring wire guide was found kinked during use on the patient. The patient's condition is reported as fine.